Event description:
The customer reported that the c-arm steering handle was extremely difficult to move. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering handle bushings were replaced. The system was then found to be operating as intended.